Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 400 mg/dl and an injection of insulin was used to address the bg level. As the occlusion had occurred in the past, tandem technical support, was unable to perform a system check to determine a possible cause of the occlusion.